Event description:
Automatic internal cardioverter defibrillator discharged twice and he saw a flash. He had six more similar occurrences in the same day. Cardiac enzymes were elevating. Interrogation showed that the lead had impedance of 3000 ohms consistent with lead fracture. Lead replaced with out difficulty. Patient did not experience anymore problems after lead replaced.